Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device as it was reported to function as intended. Reportedly, the patient experienced a hypoglycemic event. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's sister contacted dexcom technical support on (B)(6) 2015, to report that the patient experienced a hypoglycemic event requiring intervention on (B)(6) 2015. Reportedly, the patient's receiver functioned as expected and alerted the patient when they reached 55mg/dl. The patient had dropped to 40mg/dl while with her sister. Patient's sister attempted to raise patient's blood glucose (bg) for over an hour with food, juice and a glucose drink. As this did not work, the patient called 911 and reportedly the emergency medical technician (emt) arrived, providing no treatment to the patient and told the sister that there was nothing they could do until the patient saw their endocrinologist. Patient's sister was instructed by the emt to continue to give the patient food and monitor her bg values. Reportedly, the patient's bg rose to 98mg/dl. No additional event or patient information is available.